Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced vomiting, weakness, fatigue, chest pain, numbness in arm, high blood glucose level due to a kinked cannula (right after insertion). Reportedly, the symptoms occurred after three hours of using the infusion set, in the evening of (B)(6) 2022. Therefore, she tried to treat it with correction bolus via pump, but the next day, on (B)(6) 2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level of 400 mg/dl. Her highest blood glucose level was above 500 mg/dl approximately and had high ketone levels which her health care professional assessed as dangerous/life threatening. Moreover, the infusion had been used for less than five hours approximately and she also received an incomplete bolus alert on her pump. While in the hospital, she received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue with no permanent damage. On (B)(6) 2022, the patient was released from the hospital. Further, they replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.